Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not clear. Customer went to the emergency room and was subsequently admitted to the hospital. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.